Event description:
Pt almost died in a fire in home that was caused by a defective lift chair. Lift chairs are designed for elderly persons who have trouble getting up from a chair, due to arthritis, hip/knee replacements, etc. If the motor should malfunction or short out, the person could be stuck in the chair unless there is someone else around who can pull them out of the chair. Therefore, the chair may not be safe to use for persons living alone. Unfortunately, if the motor shorts out and causes a fire, the evidence of product defect may be destroyed in the fire, so there would be no way to influence the MFR of the lift chairs to come up with a safer design. Rptr would like to investigate other such incidences of fires caused by lift chairs and other lift chair malfunctions.